Event description:
A (B)(6) male pt contacted zoll customer support at 10:01 am on (B)(6) 2013 to report that he woke up with blue gel all over him. A data download revealed one appropriate treatment was administered at 6:18:38 am on (B)(6) 2013. The pt was unaware that he had been treated as he slept. The pt notified zoll customer support that he removed the device due to the presence of the blue gel. The pt stated he did not know how to put the device back on and seemed to not understand the urgency of remaining in the device following a treatment. The pt stated he was going to get dressed and go to the hospital due to his back hurting. Zoll customer support ended the call with the pt to locate a pt service representative to assist the pt back into the device. Zoll customer support called the pt back at 11:13 am on (B)(6) 2013. A police officer answered the call and notified zoll customer that the pt had passed. Per the pt's wife, the pt fell while he was on the phone with a representative from zoll.

Manufacturer narrative:
Device evaluation summary: per the pt's treatment analysis, the pt received one appropriate shock during one episode of vf within a single 24 hour period. The arrhythmia was successfully converted to a sinus rhythm at 62 bpm. The response buttons were not used during the event. The pt woke to blue gel all over him. The pt equipment has not yet been returned to zoll for evaluation; however, a review of flag files and the treatment event analysis suggest that the device was fully functional up until its removal by the pt. The pt was at home on (B)(6) 2013 when he removed the device due to the blue gel that was developed by the electronic belt during the appropriate treatment earlier that morning. Zoll customer support spoke to the pt about the importance of remaining in the device; however, the pt stated he did not know how to put the device back on and did not understand the urgency of his situation. The pt had been wearing the device for 21 weeks and it's unknown why the pt claimed that he did not know how to put on the device. The pt was not wearing the device at the time of death. Method: evaluation was based on information provided by the pt, the pt's wife, and the police officer the morning of the event.